Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. No specific patient information regarding events has been provided. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. Does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon products used in this procedure? Citation: eur j pediatr surg. Doi: http://dx.doi.org/10.1055/(B)(6) - [(B)(4)-naiditch 2015.pdf].

Event description:
It was reported in journal article: ¿title: endoloop as the first line tool for appendiceal stump closure in children with appendicitis¿ authors: jessica naiditch, timothy lautz, anthony chin, marybeth browne, erin rowell citation: eur j pediatr surg. Doi: http://dx.doi.org/10.1055/(B)(4). The objectives of this study was to compare the outcomes for pediatric patients undergoing laparoscopic appendectomy (la) performed either using an endostapler (es) to divide the appendix and mesoappendix or using endoloops (el) to close the appendiceal stump and electrocautery to divide the mesoappendix. A total of 779 pediatric patients underwent la and were included in the study. Of which, 544 patients had a non-perforated appendicitis and were randomized in the el group (309 patients) and 235 patients had a perforated appendicitis and were randomized in the el group (79 patients). El was performed by placing 3 els at the appendiceal base, sharply transecting the appendix distal to the second el, and using electrocautery to divide the mesoappendix. The el technique also required 3 pds 0 sutures. In the non-perforated appendicitis (el group), reported complications included wound infection (n-17) which required wound incision and drainage, intraperitoneal abscess (n-4) which required intraperitoneal abscess drainage, small bowel obstruction (n-1) which required operation, granulation tissue (n-3) which required excision of granulation tissue, umbilical hernia (n-1) which required umbilical hernia repair, and bacterial colonization of clostridium difficile (n-2). In the perforated appendicitis (el group), reported complications included intraperitoneal abscess (n-12) which required intraperitoneal abscess drainage, small bowel obstruction (n-3), and bacterial colonization clostridium difficile (n-1). It was concluded that la may be performed safely using an el technique for appendiceal stump ligation and electrocautery for the mesoappendix. The study suggests that the el technique can be used safely in pediatric patients of all ages and perforation status without concern for major complications.